Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the issue and a malfunction code of malf 0. The impact on the customer¿s blood glucose level was not reported as the customer declined to answer whether the level exceeded 500 mg/dl (27.7 mmol/l). Technical support provided assistance for resetting the pump, and after the reset, the malfunction did not recur. Customer was instructed to continue using the pump and to call back if the malfunction code appeared again.